Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the left ventricular (lv) lead exhibited failure to capture. It was confirmed by the imaging that the lv lead was pulled back. The lv lead was explanted and replaced on (B)(6) 2026. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.